Manufacturer narrative:
Event date: (B)(6) 2018. Date of report:18sep2018. The philip's service engineer (se) inspected the device. The se found the flow sensor and data acquisition (da) printed circuit board assembly (pcba) have to be replace. No further information was provided.

Event description:
It was reported that the ventilator had low tidal volume. There was no patient involvement. The event date was not specified; estimate used.